Manufacturer narrative:
Fujifilm healthcare corporation is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Event description:
On (B)(6) 2022, fujifilm healthcare corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that during the therapeutic choledochoduodenostomy, the screen blacked out during the deployment of a boston scientific axios stent and a patient sustained a biliary perforation. A surgery was required to treat the perforation. The patient was stable post procedure. The event date is unknown. There is no death associated with this event.

Manufacturer narrative:
On september 9, 2022, fujifilm healthcare corporation concluded the root cause investigation on the arietta 850. The error logs from the device were analyzed. It could not be confirmed that there was a causal relationship between the screen blacking out and the perforation. The available information was not enough to establish a root cause for the perforation. Fujifilm will continue to monitor all arietta 850 systems for similar issues.